Event description:
Caller reported a malfunction on the pump, specifically malf 12, with no notable events occurring prior. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Customer experienced at least three occurrences of the malfunction on this pump, leading tandem technical support to send a replacement pump. The customer will continue using the current pump as backup therapy and was advised on steps to follow upon receiving the new pump, including the use of updated software. The problematic pump is to be returned within 10 days via ups.